Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found a tear at the rubberize layer which caused water leak out. A review of the manufacturing process indicated the process is capable of producing this type of defect due to poor dipping process. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use in patients who are or have been allergic to natural rubber latex." Correction: device identification.

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a balloon deflated on the day of use.